Manufacturer narrative:
Please note correction to g1 (manufacturing site for devices). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of implantation as evident by surface appearance. The peripheral screw has breakage near the tip, other half of the screw is not available for inspection. The breakage pattern indicates it to be ductile fracture as indicated by rough surface and severe deformation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to patient related issue as the patient had a fall which results into putting excessive pressure or stress on the implant, ultimately leading to its breakage. If any further information is provided, the complaint report will be updated

Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in (B)(6) 2022- 1 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps". Patient also required antibio-therapy due to the revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in (B)(6) 2022- 1 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps". Patient also required antibio-therapy due to the revision surgery.